Manufacturer narrative:
The device was returned with no packaging, so the lot number was not confirmed. During visual inspection the stent was returned in its deployed state and there were no anomalies noted. The proximal end of the stabilizer was noted to be kinked in a number of locations proximal to the rhv and the stent delivery catheter was flattened to the distal 6cm section. During the functional inspection the catheter was flushed and the stabilizer was advanced with some slight friction noted. The distal taper tip was cut so that the stabilizer was able to be removed for inspection and a further kink was noted to the stabilizer at 95cm from the proximal end. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that preparation/set-up was performed as per the directions for use (dfu), continuous flush was maintained for the duration of the procedure, and the device was confirmed to be in good condition prior to use. The device was returned and the stent was noted to have been prematurely deployed. The damage noted to the device is indicative of the reported event. It is probable that the device was damaged during the clinical procedure, causing the reported difficulty to advance or withdraw within the catheter and the subsequent stent deployment. An assignable cause of procedural factors will be assigned to the as reported event of stent difficult/unable to advance or pullback through catheter and to the as analyzed event of stent deployed prematurely during use, stent stabilizer kinked/bent, stent delivery catheter flat/crushed and stent stabilizer/catheter friction, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) was prematurely deployed in the catheter. No clinical consequences were reported to the patient due to this event.